Manufacturer narrative:
On (B)(6) 2024, a customer observed many error codes during or after a patient exams (vta 29:34, pmc 38:24, vta 29:23, vta 29:19, gen 25:8, gen 25:17, gen 25:41, vta 29:20). This resulted in a system shutdown. There was no alleged impact or health consequence to the user or patient. The field service engineer (fse) replaced the vertical drag clutch using the field modification which contains the same style drag clutch. Per fse, this resolved the uncontrolled vertical motion. The drag brake was not returned for further investigation. The drag brake was 2853 days old from the last replacement to the date of the incident. Investigation methods and findings: because no part was returned, the investigation will be limited. Reviewing the error codes, vta 29:34 is the originating error code (the rest cascaded from this one) which indicates unexpected vertical motion. This then triggers an emergency gantry shutdown as a safety feature. A review of device history showed that this behavior did not recur since the troubleshooting performed by the fse. Cause/root cause: the root cause is unknown due to the unreturned part. The probable cause is that the motor clutch malfunctioned.. Conclusion: in summary, while the root cause is unknown, the probable cause is a motor clutch malfunction. The risk index remains in zone 1 with an ri of 1. This is acceptable risk per eng-0042. A CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: UDI: (B)(4) sku: sdm-00001-3d, serial number: (B)(6), date of manufacture: 3/18/2014, installation date: (B)(6) 2014, incident date: (B)(6) 2024, closest pm to complaint date: (B)(6) 2024, date of part manufacture: unknown ¿ the part was scrapped on site and the information was not provided. DHR summary: there were no discrepancies in the DHR related to uncommanded/uncontrolled motion.

Event description:
It was reported that on july 16, a selenia dimension system received multiple error codes related to c-arm uncommanded movement during a patient exam. The field engineer examined the device and found that what caused the uncommanded movement was the vta clutch assy. The field engineer replaced the vta clutch assy and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.